Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced intermittent urine drip, stress urinary incontinence, intrinsic sphincter deficiency, granulated tissue, pelvic organ prolapse, acute urinary tract infection and voiding dysfunction. Furthermore, it was reported that the plaintiff died. The causes of death were reported as pneumonia, cerebrovascular disease and dementia.